Event description:
Information was received based on review of a journal article titled, "clinical results of patellofemoral arthroplasty (pfa)" which aimed to report the short-term clinical results and survivorship of pfa performed at a single center using a variety of contemporary implant designs. This study consisted of thirty (30) consecutive patients with thirty-eight (38) knees who presented with isolated patellofemoral arthrosis treated with pfa with a mean of 55 years of age. Twenty-six (26) knees were the vanguard, manufactured at biomet. The journal article reports the following adverse events: one (1) patient experienced significant patella tilt, catching and instability with active subluxation of patella. She underwent conversion to total knee at eleven (11) months post-op. Complications requiring revision occurred in two (2) knees and included a manipulation under anesthesia for arthrofibrosis in one (1) knee, and arthroscopic lysis of adhesions and synovectomy secondary to painful crepitus in one (1) knee. In conclusion, pfa is a reasonable option for the treatment of isolated patellofemoral arthritis over the short term.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; dates explanted - unknown. (B)(6). Manufacture date ¿ unknown. It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
(B)(4). Added additional information, added patient and device codes, added health professional, added method, results, and conclusion codes, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report represents one (1) patient who experienced significant patella tilt, catching and instability with active subluxation of patella. She underwent conversion to total knee at eleven (11) months post-op. There has been no further information provided and the patient outcome is unknown.